Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose was 108 mg/dl within 10 minutes, greater than 20%. Comparison reading adverse events. No further information has been reported.